Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 - against resistance.

Event description:
It was reported that prior to use the 3.5x38mm xience alpine stent delivery system (sds) resistance was noted when removing the sds stylet; therefore, force was applied. The stent was noted to have become dislodged. Therefore, the sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to remove (mandrel/stylet) was not confirmed. The reported difficult to remove (protective sheath) could not be tested due to the condition of the returned device and sheath not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported difficulties could not be determined. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. Difficult to remove (sheath/guide wire/stylet resistance) may be attributed to several factors including, but are not limited to, inner diameter of guide wire lumen, outer diameter of the guide wire/stylet, condition of the guide wire, inadvertent mishandling, damage to the catheter or accumulation of blood or contrast. In this case, it is possible that inadvertent mishandling during sheath/stylet removal, as resistance was noted and use of force was applied, may have contributed to the reported difficult to remove the stylet and protective sheath, ultimately causing the reported material deformation; however, this cannot be confirmed. In addition, it was reported the xience alpine stent delivery system (sds) was prepped before the sheath/stylet removal. It should be noted that the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use, (system preparation section) states: carefully remove the delivery system from its protective tubing for preparation of the delivery system. When using a rapid exchange (rx) system, do not bend or kink the hypotube during removal. Remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product and replace with another. Follow product returns procedure for the unused device. Prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. Do not bend the product hypotube, when connecting to the inflation device / syringe. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. It is unknown if the IFU deviation(s) directly caused or contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 medical device problem code 2923 was removed. Correction: h6: device code 2017 - against resistance was removed, and device code 2017 - failure to follow steps / instructions was added.

Event description:
Subsequent to the initial report being filed, it was reported that the resistance was also noted when the protective sheath was removed. The sds was prepped before the sheath/stylet removal. What was reported as dislodgement was the stent was noted to be stretched distally. No additional information was provided.